Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in inferior vena cava (ivc) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, so the exact cause of the migration is unknown. However, it may be due to procedural factors (possibly wrong valve sizing and/or not fully expanded).   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the article, ¿deployment of a sapien3 transcatheter valve for severe tricuspid insufficiency in a patient with non-obstructive cor triatriatum dexterle¿, the patient was an (B)(6) male who had a congenital defect (corrected by surgery) and now has severe tr.  A 29mm s3 was deployed in the inferior vena cava (ivc) to help reduce ivc regurgitation.  The valve post deployment started to ¿rock¿ and then migrated from the ivc to the ivc/ra junction and then was stable.  A second valve was deployed to support the first valve; however, the severe tr remained unchanged.  There was no mention of the manufacturer of the second valve.